Event description:
Consumer reported applying j&j band-aid brand first aid hurt free non stick pads for his small bruise and burn on his legs on (B)(6) 2022. As per the consumer, on (B)(6) 2022 the j&j band aid brand first aid cushion care gauze pads, the band-aid brand first aid hurt free non stick pads and the topical treatment that he used caused more swelling and infected it more. The consumer also reported, inflammation was pre-existing condition and the product worsened that condition and the initial burn. Consumer stopped using the product and then drank an oral antibiotic that his doctor prescribed. The gauze and pads were applied twice a day. This is for non-stick pads. See medwatches 2214133-2022-00028 & 2214133-2022-00029 for gauze pads. The same patient is represented in each medwatch. This is 2 of 2 med-watches being submitted for non-stick pads as two devices were involved in this event. See medwatch 2214133-2022-00030. The same patient is represented in each medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race were not provided for reporting. Brand name, common device name, manufacture name, city and state, lot #: this report is for one (1) j&j band-aid brand first aid hurt free non stick pads 3 x 4 10ct USA 381371161430, 381371161430usa, 381371161430usa, lot number-1821a. The lot number 1821a was invalid. UDI #: (B)(4). Upc # 381371161430. Lot number - ni. Expiration date - na. Concomitant medical products: device is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR and manufacture date: device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. The lot number 1821a was invalid therefore device history records review could not be completed without a valid lot number. (B)(4). This is for non-stick pads. See medwatches 2214133-2022-00028 & 2214133-2022-00029 for gauze pads. The same patient is represented in each medwatch. This is 2 of 2 med-watches being submitted for non-stick pads as two devices were involved in this event. See medwatch 2214133-2022-00030. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.